Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during the patient's trial procedure, the physician was unable to implant the scs lead due to the lead continuing to steer anterior. It was also reported the patient experienced pain during the procedure. Subsequently, the procedure was abandoned.